Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited low flow. The nurse lowered the device to p5 and albumin was administered. Improvement was noted after volume support. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.